Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 20 mg for a total dose of 3.05705 mg/day via an implantable pump. It was reported on (B)(6) 2020 the hcp examined the pump and felt/suspected the pump has been/may have flipped several times leading to waxing and waning of efficacy. The pump was explanted/replaced on (B)(6) 2020. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other suspected flipped pump and the clinical diagnosis was waxing and waning on efficacy. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.